Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: pneumonectomy. According to the reporter: the device did not staple and tore the bronchial tissues. Surgery time extension was reported as more than 30 minutes. The patient status was reported as well.